Event description:
It was reported a patient presented in clinic with cardiac perforation of their right ventricular (rv) lead as noted via echocardiogram. This was addressed in a procedure on (B)(6) 2025, where upon repositioning the lead helix would not extend so it was explanted and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were cardiac perforation, lead dislodgement, and helix mechanism issue. As received, a complete lead was returned in piece with the helix noted retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. X-ray examination noted the inner coil was overtorqued at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. A tip stiffness was performed, and the results were within specification. The cause of helix mechanism was due to the helix being clogged with blood/ tissue and overtorque of the inner coil.

Event description:
New information received notes the right ventricular (rv) lead also had dislodgement. The patient was stable.